Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during a drain phase of peritoneal dialysis therapy. During troubleshooting it was noted that the patient had improperly disconnected from the set up during therapy and later reconnected following the alarm. Proper procedures were reviewed and the technical service representative assisted the patient with clearing the alarm. The patient was advised to complete therapy using manual exchanges or to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.